Event description:
It was reported that the programmer would not power on. The programmer performed a device check and it functioned normally. It was powered off and would not turn on again. The user tried different power cords and a different outlet, but the issue remained. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the programmer was left on for over 24 hours with no issues found. It was also noted that the power supply was noisy. Product ID: 2290 pacing system analyzer. (B)(4).